Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported that the patient experienced overstimulation (described as spasms) in the upper thoracic and abdominal area even when the stimulation was reduced. As a result, surgical intervention may be undertaken at a later date to address the issue.

Event description:
Additional information identified that issue of overstimulation resolved with ipg explant ( (B)(6) 2018). No product was implanted.